Event description:
The customer reported that they experienced communication loss (comm loss) and registered bed not assigned on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that they experienced communication loss (comm loss) and registered bed not assigned on the central nurse's station (cns). The logs have been provided by the customer. Technical support (ts) is working with the customer to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable to this report: outcomes attributed to adverse event. Lot # & expiration date. Implant date & explant date. PMA/510k device bla number. If follow-up, what type. Recall (if recall number is given) or correction/removal number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: age or date of birth - race. Attempt # 1: 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 05/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Relevant tests/laboratory data. Attempt # 1: 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 05/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Other relevant history. Attempt 05/12/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt 05/19/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt 05/26/2022 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional model information:, concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the connected devices and gave a "registered bed not assigned" error message. No patient harm was reported. Investigation summary: the customer sent in the event logs from the cns for evaluation. The investigation of the logs revealed communication loss was occurring on both the gz telemetry network as well as the hardwired bedside monitor network. This would indicate that there was an issue with the customer's network. A second occurrence was documented in ticket (B)(4) where it was found that the customer's host1000 server went down due to a bedside having been added to the incorrect segment of the network. This caused a bedside takeover which would result in communication loss events. The root cause is related to hospital network configuration issues. There is no evidence of an nk device malfunction that may have contributed to the reported issue.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the connected devices and gave a "registered bed not assigned" error message. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the connected devices and gave a "registered bed not assigned" error message. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.